Event description:
The customer was riding on the unit when he heard strange noise coming from the unit. He was unable to control the unit, which caused him to fall out of the unit. He landed on his hip and was in severe pain. He was admitted to the hosp. X-rays revealed he did not break any bones, but sustained torn muscles. He also has ulcerations on his heel and big toe because he was unable to move his foot due to pain.